Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("small benign right ovarian cyst") in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 4 (B)(6) 1999, (B)(6) 2001, (B)(6)2006 and (B)(6) 2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy) and surgery (fulguration of the small benign right ovarian cyst). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown and the ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered bladder disorder, cystitis, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum confirming the injuries reported in this case, the following one/ones were reported in medical record: uterine bleeding,nausea, vaginal haemorrhage. Batch number: 619694 exp date:2012/02 man date: 2009/02 batch number: 628314 exp date:2011/10 man date:2008/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("small benign right ovarian cyst") in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 4 (10jan1999, 28dec2001, 09dec2006 and13aug2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On 12-may-2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy) and surgery (fulguration of the small benign right ovarian cyst). Essure was removed on 9-jul-2012. At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown and the ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered bladder disorder, cystitis, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On 09-jul-2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum confirming the injuries reported in this case, the following one/ones were reported in medical record: uterine bleeding,nausea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: the events bladder infection, urinary tract infection, vaginal infection, bladder problems or changes and urinary problems or changed were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("small benign right ovarian cyst") in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 4 (10jan1999, 28dec2001, 09dec2006 and13aug2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy) and surgery (fulguration of the small benign right ovarian cyst). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown and the ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum confirming the injuries reported in this case, the following one/ones were reported in medical record: uterine bleeding,nausea, vaginal haemorrhage. Batch number: 619694 exp date:2012/02 man date: 2009/02 batch number: 628314 exp date:2011/10 man date:2008/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: depression and mental anguish events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('small benign right ovarian cyst') in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fulguration of the small benign right ovarian cyst and hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved, the uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, depression, anxiety, psychological trauma and post procedural complication outcome was unknown and the ovarian cyst, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions patient received treatment pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome for abnormal bleeding-vaginal updated, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('small benign right ovarian cyst'). In an adult female patient who had essure (batch no. 619694,628314), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not underwent essure confirmation test". The patient's medical history included: multigravida, parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2008) and cholecystectomy. Previously administered products, included for birth control: depo-provera. Concurrent conditions included: obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included: diabetes, heart disorder and blood pressure high. Concomitant products included: medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), menstrual disorder ("abnormal menstruation issues"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury"). And post procedural complication ("post removal complication"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (fulguration of the small benign right ovarian cyst and hysterectomy, with unilateral salpingooopherectomy, left salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved. The ovarian cyst, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. And the uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, depression, anxiety, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions, patient received treatment pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.1 kg/sqm. On (B)(6) 2012, patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical. Hysterectomy: secretory phase endometrium. Uterus, serosa, supracervical hysterectomy: serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy: chronic salpingitis surface ovarian adhesions, follicular cysts, involuting hemorrhagic corpus luteum. Lot number#: 619694, manufacture date: 2009-02, expiration date: 2012-02; lot number#: 628314, manufacture date: 2008-10, expiration date: 2011-10. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("small benign right ovarian cyst") in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, abdominal pain lower, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy) and surgery (fulguration of the small benign right ovarian cyst). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage and menstrual disorder outcome was unknown and the ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum. Confirming the injuries reported in this case, the following one/ones were reported in medical record: uterine bleeding,nausea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received, reporter added, lot number received, patient historical and concomitant condition added, concomitant drug added, events added as follows:- uterine haemorrhage, ovarian cyst, vaginal haemorrhage, menorrhagia, vaginal discharge, migraines, headaches, nausea, weight gain, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent a hysterectomy more than three years after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. In addition, a non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/ intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent a hysterectomy more than three years after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('small benign right ovarian cyst') in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fulguration of the small benign right ovarian cyst and hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved, the uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, depression, anxiety, psychological trauma and post procedural complication outcome was unknown and the ovarian cyst, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions patient received treatment pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome for abnormal bleeding-vaginal updated, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and ovarian cyst ('small benign right ovarian cyst') in an adult female patient who had essure (batch no. 619694,628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2008) and cholecystectomy. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity, chest pain, endometriosis externa, cramp in lower abdomen, endometriosis of ovary, endometriosis of uterus, dysmenorrhea and menometrorrhagia. Family history included diabetes, heart disorder and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fulguration of the small benign right ovarian cyst and hysterectomy with unilateral salpingooopherectomy,left salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved, the uterine haemorrhage, menstrual disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, depression, anxiety, psychological trauma and post procedural complication outcome was unknown and the ovarian cyst, vaginal haemorrhage, vaginal discharge, migraine, headache, nausea and weight increased had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: haven't suffered any complication with my pregnancies. She tolerated procedure well. Laparoscopy with lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. On (B)(6) 2012 patient underwent anatomy pathology report resulted in uterus, endometrium, supracervical hysterectomy-secretory phase endometrium. Uterus, serosa, supracervical hysterectomy- serosal fibro vascular adhesions. Fallopian tube and ovary, unilateral salpingooophorectomy- chronic salpingitis. Surface ovarian adhesions. Follicular cysts. Involuting hemorrhagic corpus luteum confirming the injuries reported in this case, the following one/ones were reported in medical record: uterine bleeding,nausea, vaginal haemorrhage. Batch number: 619694, exp date:2012/02, man date: 2009/02 . Batch number: 628314, exp date:2011/10, man date:2008/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: abdominal pain, gen. Abnormal bleeding, metrorrhagia, dysmenorrhea were added.seriousness criteria (medically significant) of event uterine haemorrhage was removed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.